Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 545 mg/dl; her device alarmed no delivery earlier in the day. She experienced a headache and a tingling face. The customer treated via insulin pump bolus. The customer also has syringes available in case she needs to revert to manual insulin injections. Troubleshooting was declined for the site and the insulin pump settings. The customer was advised that the insulin pump was working as designed, and that the prior no delivery alarm caused the high blood glucose. No products were returned or replaced.